Event description:
It was reported that while using bd focalpoint¿ slide profiler product insert the customer received false negative results. Subsequent qc testing confirmed that the results were false negatives. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports via email abnormal cells outside of fov", " fp instrument serial number: (B)(4). The gs server serial number: (B)(4). Gs workstation (review station) serial number: (B)(4). Was an amended report sent for the patient? Revised report was sent, it was caught on qc. Was the positive (lsil+) diagnosis confirmed by biopsy? Not at this time how many false negative slides in total were discovered? 1 at this date, at this workstation. How many fov only slides were examined manually (full screened) from which the false negative(s) were found? 8. What is the usual prevalence rate of asc+ slides for surepath? 6.01%"

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this complaint alleges a failure on the focalpoint instrument (p/n 490398, s/n (B)(6)). The customer reported a false negative result on their instrument, abnormal cells were noted outside the field of view during qc review. Per the 840-07711-00 focalpoint gs false negative test work instruction with 1 false negative result reported, the machine is operating within claims. This work instruction provides methodology for determining whether the system is operating within the product insert claims based on clinical trial data. Once calculated it assigns a score called a k value. If the k value is greater than or equal to the number of false negative slides, the machine is performing within claims. Due to only 1 false negative result being reported this means the k value is within specification. This is an unconfirmed failure of the instrument. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause is performance variation in optical system or fov. Per 840-07711-00 work instructions: false negative test ¿ focalpoint gs, a false negative (fn) is defined as ¿a patient slide that has been evaluated by fov only by the focalpoint gs¿, operating as labeled for primary screening that is later determined by manual review to be ascus+.¿ fov (field of view) only slides are ¿a category of patient slides that had only fovs reviewed during processing with no full slide review done.¿ and ¿all fovs were deemed normal, no abnormalities detected.¿ this is an unconfirmed failure of a bd product. Bd will continue to closely monitor trends associated with this complaint. Complaint history for results was reviewed for the month of april. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review. Hazard is captured in ncrm-fp-aph rev 10, ID 95, severity s1, risk index gr, user inconvenience - may increase the number of slides requiring manual screening. No new hazard identified, no update required. H3 other text : see h.10.

Event description:
It was reported that while using bd focalpoint¿ slide profiler product insert the customer received false negative results. Subsequent qc testing confirmed that the results were false negatives. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports via email abnormal cells outside of fov", "1. Fp instrument serial number: (B)(6). 2. The gs server serial number: (B)(6). 3. Gs workstation (review station) serial number: (B)(6). 4. Was an amended report sent for the patient? Revised report was sent, it was caught on qc. 5. Was the positive (lsil+) diagnosis confirmed by biopsy? Not at this time. 6. How many false negative slides in total were discovered? 1 at this date, at this workstation. 7. How many fov only slides were examined manually (full screened) from which the false negative(s) were found? 8. 8. What is the usual prevalence rate of asc+ slides for surepath? 6.01%."